Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: adverse event problem - additional h7: type of remedial action - additional h9: section 21 usc 360 report no - additional.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. An alarm/alert manual test was performed and passed. An internal visual inspection was performed and passed. The speaker and vibrator resistances were measured and passed. Performance data was reviewed. An alert/ notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.